Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. The fse found that the device would need a new user interface assembly. The fse replaced the user interface assembly to resolve the reported issue. Following part replacement, the device passed all testing. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm led failure, error code 1105. There was no patient involvement at the time the issue was discovered.